Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system on (B)(6) 2011. It was reported that the pt has a rash all over her arms that occurred in late (B)(6) 2011. It happened the day she got sunburn. Her doctor indicated it might be skin poisoning. She stayed in the house for two weeks and still had the rash. She said her ipg site is itchy at times. She also mentioned that the ipg hit the door recently. Attempts to obtain further info have been unsuccessful. No further info is available at this time.